Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. According to staff the carrier reported about an "accident," so that maybe this might be a mechanical damage during transport. No further info is expected for this specific event and the case is considered closed.

Event description:
The customer complains about a blood leak during connecting the pt. There was insignificant blood loss (10 ml). No medical intervention was needed. No serious injury.